Event description:
This complaint is from a literature source. It was reported that one patient under ¿stepwise¿ approach group suffered tamponade that was treated with pericardial drainage successfully. The physician mentioned that the event was not related to device but related to procedure. The cardiac tamponade caused by cardiac perforation was associated with partial cardiac structure, physician¿s operation, and time. No hospitalization was required. The patient was fully recovered. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿prospective randomized comparison between a fixed ¿2c3l¿ approach vs. Stepwise approach for catheter ablation of persistent atrial fibrillation.¿ the purpose of this study was to evaluate the efficacy of an ablation strategy, namely ¿2c3l¿, in the treatment of persistent atrial fibrillation (af); and to compare its efficacy with that of the ¿stepwise¿ approach, which has been acknowledged as a promising ablation technique for persistent af. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): - 1 patient under ¿2c3l¿ approach group ischemic stroke; - 3 patients under ¿2c3l¿ approach group hematoma; - 4 patients under ¿stepwise¿ approach group hematoma; suspected device is navistar thermocool, however catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 mapping system. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same article. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.